Event description:
The biomed reported that the v60 will not trigger high priority alarms utilizing the nurse call cable. The device was in clinical use. The biomed reported replacing multiple nurse call cables but the v60 will not trigger the nurse call system. The remote service technician advised the customer to confirm the alarms test is failing for the performance verification testing. The biomed has advised the unit does not pass the alarms test. The customer was advised that the recommended repair is to replace the v60 cpu board. The customer was instructed to call back after replacing the board to obtain the purchased options.

Event description:
The biomed reported that the v60 will not trigger high priority alarms utilizing the nurse call cable. The device was in clinical use. The biomed reported replacing multiple nurse call cables but the v60 will not trigger the nurse call system. The remote service technician advised the customer to confirm the alarms test is failing for the performance verification testing. The biomed has advised the unit does not pass the alarms test. The customer was advised that the recommended repair is to replace the v60 cpu board. The customer was instructed to call back after replacing the board to obtain the purchased options.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.